Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced skin irritation, and blistering at sensor adhesion site. Against user guide recommendations, patient had inserted sensor in arm. Patient's mother stated that patient first began experiencing skin irritation on (B)(6) 2014. Patient's mother stated that patient sought medical intervention from a general physician on (B)(6) 2014 and was given an ointment. No further medical intervention was necessary.